Manufacturer narrative:
The reported event was confirmed by CAPA association to be design related as per CAPA # 11207399. The root cause identified is: the label process described in the procedure was not followed up by label printing technician, where established that before the printer is re-loaded with a new material lot, the label printing technician must take the first label of the at lot and mark with red ink the pre-printed material part number to confirm that it is according to the part number listed in operation 10 of the work order. This label should be signed, dated, and must be included in the DHR as sample; a comment documenting this material load should be added in the first article inspection form. A DHR review was not required because the investigation was confirmed by the CAPA association. A labeling review are not required because the investigation was confirmed by the CAPA association. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain was not 19 fr and it was a much smaller diameter. This case delayed due to wrong size drain in package. Per additional information received via mail on (B)(6) 2024, it stated that the drain was opened for case and the surgeon noted the size did not seem correct. Additional packages were opened and found this issue impacted all units with this lot #. They were able to find some units outside this lot # that had the correct size drain and those were used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain was not 19 fr and it was a much smaller diameter. This case delayed due to wrong size drain in package. Per additional information received via mail on 16dec2024, it stated that the drain was opened for case and the surgeon noted the size did not seem correct. Additional packages were opened and found this issue impacted all units with this lot #. They were able to find some units outside this lot # that had the correct size drain and those were used.